Event description:
It was reported that there was no fluid flow through a large volume infusor. The infusion was expected over four days; however, it was observed that the bladder had not deflated, and the device was found to still be full of the medication dose. The device contained 5000mg fluorouracil and 0.9%sodium chloride having final volume of 192ml . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 29, 2022 - october 31, 2022. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the companion sample. The calculated flow rate of the companion sample was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.